Manufacturer narrative:
This report is related to MFR report # 3002808148-2025-13582 (1/2). This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the top of the balloon came off from the tip of the transducer. The issue occurred during a therapeutic endobronchial ultrasound-guided transbronchial needle aspiration (ebus tbna) procedure. The procedure was completed with the same transducer after the physician pulled it out from the patient's body and changed the balloon. There were no reports of patient harm.